Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed the staples as designed across the entire staple line. Staple heights and staple formation were measured and were found to be conforming with respect to manufacturing requirements. Manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
During a colostomy takedown the surgeon mobilized the patients colostomy site utilizing a tlc55 to transect the colon. He noticed the staple line was bleeding at the distal end of the staple line although all the staples appeared to be in a closed "b" formation. The site was reinforced with 2 vicryl sutures. There was no consequence to the patient.